Event description:
Boston scientific crm received information that upon interrogation, this pacemaker exhibited a lead safety switch (lss) warning on the atrial channel due to impedances greater than 2500 ohms. The lss warning was cleared. Further evaluation noted the device's battery gauge indicated beginning of life (bol) while the estimated longevity remaining was less than 0.5 years. The magnet rate was noted at 100 ppm. Technical services (ts) confirmed this magnet rate indicates the device was at bol. Approximately three months later, the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions commensurate with battery voltage. No hardware resets were noted. A review of the device memory noted the atrial impedances fluctuated between very low measurements to greater than 2500 phms over the previous 29 weeks. The device was in the second current bin, but operating right on the edge between the first and second current bins. Calculations show that the high atrial impedances pushed the device into the first current bin. This change in current bins caused the device to zero out the charge time averages and point the gas gauge to bol. This situation remained until the next charge time was taken. The longevity remaining calculation is unaffected by this issue. This is normal operation of the device. Analysis concluded the device exhibited normal battery depletion.